Event description:
It was reported that the autopulse resuscitation system displayed realign patient and a user advisory ua 41 (patient temperature sensor failure) message while in use with a patient. Customer attempted to restart the device several times but was unsuccessful. Customer reverted to manual compressions. Information concerning the outcome of the patient was not provided. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.